Event description:
It was reported that the patient experienced ineffective therapy and was unable to enter their device into MRI mode due to high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.